Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Based on the collected information, the actuator responsible for the up and down movement of the bed's platform detached from one site. No injury was claimed.

Manufacturer narrative:
Based on the collected information, the actuator responsible for the up and down movement of the bed's platform was found detached. No injury was reported. The failure was found by an arjo technician when arrived to perform the bed evaluation. According to the arjo technician, the bed failure was a mechanical issue and the bed did not raise. The actuator failure was most likely caused by the backrest being disconnected and shifting. When the arjo technician evaluated the device the headrest was partially disengaged from the side of the bed frame. The locking screw (pin) used to lock the frame in place was missing. When the arjo technician rolled the bed to the truck the actuator became disconnected completely. The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement. In the analyses complaint the actuator was mechanically damaged. Based on analysis of previous complaints, the actuator can be mechanically damaged if the bed¿s movement is interrupted by an obstacle, for example when the obstacle is placed under the bed. It seems most likely that the backrest section was being raised without noticing that the backrest was blocked by an obstacle. This caused damage to the backrest hinge and the actuator. All of these damages caused the backrest to twist and collapse. The actuator was found to be mechanically damaged and from that perspective, the device did not meet performance specifications. The device was in use when the issue occurred and from that perspective, it played a role in the event. It was decided to report this case as the detected malfunction of the hi-low actuator resulted in the unexpected movement of the bed platform. No injury was claimed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.